Event description:
Food pump was set to a rate of 60ml/hr with 300 ml in the bag. Patient was transported to cardiology for an echocardiogram. When patient returned, nurse noticed that the bag was empty and that tubing was removed from the food pump. The pump and the tubing set was taken to biomed where it was identifed that the safe-t-valve on the tubing set separated from the tubing and slid down the tubing which keep it from pinching the tubing to prevent free flow. Biomed fully function-tested the pump and found no problems. All results were within manufacturers specifications.